Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened dome switch on escape, act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no low battery alert and unexpected battery out limit alarm noted. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a battery out limit alarm. The customer¿s blood glucose was 114 mg/dl at the time of incident. Customer stated that the insulin pump buttons were stopped working and scrolling without the user's input. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump was returned for analysis.